Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint bc163 bubble CPAP system kits from the hospital. We will provide a follow-up report once we have received the complaint devices and completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) product manager that the probe of two bc163 bubble CPAP system kits slid down on its own during use. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). Method: fph followed up with the hospital to obtain the complaint bc163 bubble CPAP system kits and probes; however, the hospital reported that they were destroyed at their facility. Our investigation was carried out based on the information provided by the hospital and the results of our previous investigations of similar complaints. Results: it was reported that the CPAP probes slid down on its own during use. A lot check was not performed as lot information was not provided. Conclusion: without the return of the complaint devices, we were unable to determine what may have caused the problem reported by the hospital. The existing design of the CPAP probe is intended to be adjustable, which leads to the possibility of inadvertent movement. This risk has been considered in our hazard analysis and deemed to be acceptable due to the provision of a physical stop in the bubble CPAP probe, to prevent the pressure from exceeding 10cmh20, and the use of a pressure manifold with the breathing circuit, to reduce the risk of unsafe circuit pressure. The bubble CPAP system is for use in the hospital clinic environment such as the neonatal intensive care unit (nicu) and paediatric intensive care unit (picu). The user instructions that accompany the bubble CPAP system kit illustrate in pictorial format the correct set-up and proper use of the bubble CPAP generator. It also states the following: - "always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level." - "regularly observe the CPAP generator for bubbling. If bubbling is not observed, check for and minimize the air leaks in the system and at the patient. If air leaks have been minimized, air flow may be increased to achieve continuous bubbling."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) product manager that the probe of two bc163 bubble CPAP system kits slid down on its own during use. No patient consequence was reported as a result of this incident.